Manufacturer narrative:
This report is submitted on january 14, 2021.

Event description:
It was reported the patient developed fluid collection at the implant site, and was treated with oral antibiotics on (B)(6) 2018 (specific duration not reported).